Manufacturer narrative:
The reported events of error message and inappropriate or unexpected reset was confirmed. The reported events of no magnet response, and no bluetooth telemetry was confirmed. The device was received in reset condition. The device image could not be saved. A new battery was attached to the device, the product code was reloaded, and analysis revealed normal device functionality and the reset condition could not be reproduced. Longevity assessment revealed that the device does not meet longevity estimation. The battery was recovered after detaching from device which indicated the battery is normal and not the reason for reset. A DHR review was performed to ensure that each manufacturing and inspection operation was performed during the manufacturing process. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the device experienced a reset immediately following implant. A re-interrogation of the device was attempted, however, the device was unable to be interrogated. Abbott technical support was contacted and the device could not be reprogrammed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.